Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was over 700 mg/dl. The customer stated that she experienced high blood glucose levels because she had a bent infusion set cannula. She was discharged from the emergency room once her blood glucose reading lowered to 300 mg/dl. The customer stated that she was wearing the insulin pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.